Manufacturer narrative:
The system was examined and the reported event was replicated. The slit lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 6, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to a broken slit lamp fiber. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported low laser power during the calibration/setup. There was no patient involvement. Additional information was requested and received.